Manufacturer narrative:
The field service engineer found the gear pump pressure was okay, rinsed the sample and reagent needles, checked and adjusted the water quantities in the cuvettes and canister, and checked and adjusted the positions of the sample needle. He replaced a detergent hose, rinse tubing, valve block, and sample pipetting assembly. He ran various checks, samples, calibrations, and qc that were acceptable. The investigation is ongoing.

Event description:
There was an allegation of a questionable crpl3 c-reactive protein gen.3 result for one patient from the cobas 6000 c 501 module. The initial result was <0.01 mg/dl and the repeat result was 1.3 mg/dl. The questionable result was not reported outside of the laboratory. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The field service representative performed a purge and changed the sample probe pumps. The investigation did not identify a product problem. The cause of the event could not be determined.